Manufacturer narrative:
(B)(4). Additional information: one sample was received for evaluation. Visual inspection was performed and revealed that the solution within the bag had precipitated. The remaining solution was slowly emptied in small volumes to attempt to locate a particle, however, nothing was found. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva bag had a black particle floating in its solution. This was noticed after the device was filled with abraxane and before use. There was no patient involvement. No additional information is available.